Event description:
It was reported that when using the bd pyxis¿ es server, all stations on site are currently on critical override and there was no power/ network outage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations on site are currently on critical override and there was no power/ network outage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.